Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what type of procedure was being performed? Colectomy. Please clarify how device malfunctioned and did not work properly. Did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. What was the product code of the cartridge? 6r45b. Were any unexpected noises heard? If so, when? Not that I¿m aware of. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? First. Why did the problem have to be dealt with quickly? Patient bleeding. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. How was the bleeding controlled? Sutures were used. How much blood was lost (ml)? Information was not given. Did the patient require a transfusion? No.

Event description:
It was reported that during an unknown procedure; the device was passed to the surgeon with the staple cartridge inserted. When the surgeon went to fire, the device malfunctioned and did not work properly. The problem has to be dealt with quickly. The procedure was completed using another same like device. There were no adverse patient consequences reported.